Manufacturer narrative:
Medtronic did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs found a failed login events in the user's sso logs. Recent logs showed logins and uploads. Issue was confirmed by log analysis. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. To assist with the resolution of the issue, medtronic provided the helpline team with the following recommendation to ensure that it is addressed effectively: according to csr the patient is logged in and uploading regularly. Why are they trying to log in to minimed mobile? The logs show a failed login attempt on (B)(6) 2025 14:36 but all the logins after that date were successful. Is this issue ongoing? The most likely root cause is incorrect credentials being entered or because of a cache issue in the app. No logs or evidence of a carelink fault or error found. Helpline did not provide any responses to our inquiries. Resolution of issue indeterminate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6101.